Event description:
The provider states this chair from order number (B)(4) arrived with bent seat rails. She states the shipping container was intact but she wants to return the whole chair due to uncertainty of additional damage (B)(4).